Manufacturer narrative:
A complete lead was returned in one piece. Final analysis found an external abrasion breaching the outer insulation at 6.4 cm to 6.5 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. This contributed to the reported noise and was consistent with the field report of insulation damage. (B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The lead exhibited noise oversensing due to insulation damage. Loss of ventricular pacing was also noted. The lead was capped and replaced. There were no adverse consequences to the patient.